Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported she is unable to use her insulin cartridges (competitor product) once she receives the a1 (cartridge low) warning. She stated that if she receives that alert and then tries to bolus, she receives an e4 occlusion error message on her insulin infusion device. She stated she then has to put in a new cartridge even though there is insulin remaining in the old cartridge. She said she does not receive an e4 message with the new cartridge. The pt was advised to contact the cartridge MFR. During the call, the pt mentioned that about a week and a half ago she was away from home and could not change to a new cartridge which caused a blood glucose reading of "hi." She stated her symptoms were fatigue and she felt as if she was going to pass out. She corrected her blood glucose levels by giving herself an injection of insulin. Further attempts to contact the pt for follow-up were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.